Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18x1-1/2 ll eclipse bevel was smashed. This was discovered before use. The following information was provided by the initial reporter: needle bevel smashed inside the package.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that needle 18x1-1/2 ll eclipse bevel was smashed. This was discovered before use. The following information was provided by the initial reporter: needle bevel smashed inside the package.